Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The stent remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies neurologic insufficiencies as a potential complication associated with use of the device.

Event description:
It was reported that stent-assisted coil embolization was attempted for a left mca bifurcation sacular aneurysm. The lvis jr. Stent was implanted without issue and a microcatheter was jailed in the aneurysm. After unsuccessful attempts were made to position two coils in the aneurysm, a focal area of acute thrombus began to form on the stent, which was successfully treated with reopro. The procedure was aborted in favor of completing the procedure at a later date. The patient experienced non-specific neurological deficits 24 hours post-procedure, per the physician.